Manufacturer narrative:
On 26-feb-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 325cc gel breast prosthesis (left device) and a mentor memorygel breast implant 300cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including sagging breasts, headaches, and migraines. The root cause of the patient¿s symptoms is unclear. In addition, the patient¿s left breast prosthesis ruptured. Rupture was confirmed by a doctor¿s examination. As a result, the patient underwent bilateral explantation and replacement with unspecified non-mentor breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.